Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that two blades broke at the mount during a vascular amputation. It was further reported that there was a brief delay to obtain an alternative blade. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.